Event description:
Report received from a woman was diagnosed with fungal keratitis while using a consept 1-step lens case. The doctor checked the lens case and reported, it was very dirty. Follow up with the doctor revealed that his view of the relationship of the event to the product is unlikely. He attributes the dirty case and adverse event to be a patient compliance issue.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.